Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that she was not getting symptoms relief and she had to catheterize already today. It was indicated that she was just implanted on the day of this call and she was in pain from the surgery. She did not feel stimulation. A couple days later, patient further reported that she was still having no therapeutic effect (retention/had to cath) and pain from the incision surgery. She was not feeling stim but having increase the amplitude. During the call, patient confirmed implantable neurostimulator (ins) was on , she was on program 2 at 2.7v. It was noted that she had a prescription for percocet but was only taking tylenol. Patient stated the trial was effective.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that patient had therapeutic effect since implant and that the device hadn't helped their symptoms. Patient reported that their ins was causing them sciatica in their leg and back and they have changed the programs, and even changed it the day of the report because they have had severe pain and it was also giving them pain in the foot and knee. Patient mentioned the sciatica in their leg, back, foot and knee pain started sometime in this year, maybe a month ago but could be longer, and that at first it was intermittent but on the day of the report, patient's back, knee and foot was in pain. Patient stated that they had previously been able to change programs and it would go away however for the past couple of days, maybe 3 days, but it been really bad so they lowered it to 0.6v and that was where it was at right now but patient was still having pain. Patient also reported that when they did squats, they could feel the implant and it was uncomfortable. Moreover, patient mentioned that in (B)(6), they had changed the programmed settings for the pain and to just make it work better but patient hasn't seen much result from it. During the call, patient was given assistance on how to turn stimulation off and lowed to 0.0v but patient stated that they still felt the stimulation and that it still hurt them. Patient stated they would follow up with the healthcare professional (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that, per the last patient visit on (B)(6)2017, there was no mention of sciatica. The patient mentioned gastrointestinal (gi) issues and had a pending gi evaluation. They had an evaluation in (B)(6) 2017, when their settings were changed from 3 to 3.1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider stating that the patient originally presented with urinary retention in (B)(6) 2016. The patient had a history of neurogenic bladder, as such, they did not empty their bladder completely. It was noted that the patient presented on their first visit with retention before the device was placed. It was reported that it was unknown if the retention was resolved, they had not had repeat bladder imaging to assess for residual. No further complications were reported.